Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air) on the homechoice (hc) device during drain 4 of 4. The homepatient (hp) stated the alarm woke her up and she saw her patient line laying on the floor. The hp reconnected herself to the device. The technical service representative explained the air detect alarm and advised the hp to call the nurse.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.